Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The probe was broken approximately 16 mm from the tip, and separated segment was not provided. Black discoloration was present on the surface of the probe along with cracking near the break point. The grip surface was worn. A section of the insulation coating had been torn off and there were scratches present where the insulation sheath had been cut off near the originally torn section. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the probe on his olympus sonosurg curved scissors separated during a therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, the procedure was completed using a similar device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, e1, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are probable causes of the separated probe scissors: the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. A force was applied to the distal the probe, causing the probe to break at the cracks. The other reported issue of wear and tear was likely due to the following: the grasping section might have been closed without grasping anything when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. The insulation tube already had scratches during autoclaving, causing the damaged area to spread open. A sharp object and the insulation tube came into contact during insertion of the trocar or reprocessing of the device, causing scratches. A final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. When inserting the instrument into or removing it from the trocar tube, do not apply excessive force. If the instrument is difficult to insert, extract it from the trocar tube and make sure that it is not damaged. Attempting to insert or remove the instrument with excessive force may cause damage and/or make it impossible to remove the instrument from the trocar tube. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ olympus will continue to monitor field performance for this device.